Event description:
The customer contact reported that the ground pin on the power cord was bent. During visual examination at the user facility, it was noted that the ground prong on the power cord of the gemstar docking station was bent. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.